Event description:
It was reported that during a laparoscopic gastrectomy, staples were not deployed and the knife could not be moved forward at the 1st stroke of the 2nd firing. After the device clamped the target tissue again, the staples were formed in lumbricoid. The knife was moved forward to the middle of the staple line. Another cartridge and the same echelon device were used to complete the case. There were no adverse consequences to the patient. Before the incident, the same echelon device with ecr60w for resection of the duodenum was fired properly.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: what device was used during the procedure (you provided the reload code only)? .ecr60b/ echelon device's code was unknown. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Whole staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? Unk. When the knife moved to the middle of the staple line, on which stroke did this occur? . At the 1st stroke of the 2nd firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before: white / after: blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? -- no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -- yes. Was there any difficulty removing the device from the tissue? -- no. Is there any other additional information you would like to share about this device or procedure? -- no. The analysis results showed that one reload was received partially fired 2/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was reviewed and it is believed that the complication experienced was most probably an interaction of some combination the following factors: tissue thickness to cartridge selection miss match, migrant staple picked up by the knife, and potentially improper device cleaning, not waiting the full 15 seconds before firing, firing to fast.